Event description:
It was reported that the right ventricular (rv) lead had rising thresholds and a gradual impedance rise both during the previous five months. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the lead was returned in pieces, analysis was performed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. The distal portion stretched and severe explant damaged. Electrical continuity test results was passed visually and electrically. No anomalies found. A proximal portion was received measuring 57.5 cm. A distal portion was received measuring 57.5 cm. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).